Event description:
It was reported that episode review of the data from the cardiac resynchronization therapy defibrillator associated with this right ventricular (rv) lead found recent events showing oversensing of atrial tachycardia on the rv channel. This caused inhibition of pacing resulting in a 4.5 second pause. Other episodes showed noise on both the right atrial and the rv channel. Ra lead impedance had been stable with the exception of one spike to high, in-range the previous year. Rv pacing impedance had declined to low in-range measurements and shock impedance had increased slightly. Technical services discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that episode review of the data from the cardiac resynchronization therapy defibrillator associated with this right ventriucular (rv) lead found recent events showing oversensing of atrial tachycardia on the rv channel. This caused inhibition of pacing resulting in a 4.5 second pause. Other episodes showed noise on both the right atrial and the rv channel. Ra lead impedance had been stable with the exception of one spike to high, in-range the previous year. Rv pacing impedance had declined to low in-range measurements and shock impedance had increased slightly. Technical services discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service. Additional information was received which indicated that, this right ventricular (rv) lead exhibited low shock impedances out of range when attempting to deliver an appropriate shock. A code 1004 indicative of a short circuit condition during shock delivery was recorded. Technical services (ts) indicated that the patient should be scheduled for an immediate cardiac resynchronization therapy defibrillator (crt-d) replacement and evaluate lead system integrity. The rv impedance has been stable, but low within normal limits. The battery diagnostics are normal and there were no other faults or resets beyond the shorted shock lead fault. The physician stated that this is a very complicated case and may not want to replace the device therefore the ts agent discussed that the most prudent course of action is to replace the lead, ensuring at the very least a full energy charge is attempted with the crt-d and a new lead system. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that episode review of the data from the cardiac resynchronization therapy defibrillator associated with this right ventricular (rv) lead found recent events showing oversensing of atrial tachycardia on the rv channel. This caused inhibition of pacing resulting in a 4.5 second pause. Other episodes showed noise on both the right atrial and the rv channel. Ra lead impedance had been stable with the exception of one spike to high, in-range the previous year. Rv pacing impedance had declined to low in-range measurements and shock impedance had increased slightly. Technical services discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service. Additional information was received which indicated that, this right ventricular (rv) lead exhibited low shock impedances out of range when attempting to deliver an appropriate shock. A code 1004 indicative of a short circuit condition during shock delivery was recorded. Technical services (ts) indicated that the patient should be scheduled for an immediate cardiac resynchronization therapy defibrillator (crt-d) replacement and evaluate lead system integrity. The rv impedance has been stable, but low within normal limits. The battery diagnostics are normal and there were no other faults or resets beyond the shorted shock lead fault. The physician stated that this is a very complicated case and may not want to replace the device therefore the ts agent discussed that the most prudent course of action is to replace the lead, ensuring at the very least a full energy charge is attempted with the crt-d and a new lead system. This rv lead remains in service. No adverse patient effects were reported.